Manufacturer narrative:
The instrument was returned to medtronic for evaluation. Visual examination confirmed the dynamic jaw has broken completely from the instrument consistent with excessive force. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the tip of the pituitary broke off during use in surgery. The broken fragment was retrieved. There were no patient complications.